Event description:
It was reported that this right ventricular (rv) lead was suspected to have dislodged post MRI. A lead revision was performed and found that the suture sleeve had a visible damage. The lead was explanted and was replaced. No additional adverse patient effects were reported. The explanted lead lead will be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have dislodged post MRI. A lead revision was performed and found that the suture sleeve had a visible damage. The lead was explanted and was replaced. No additional adverse patient effects were reported. The explanted lead will be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Lead returned in two segments, severed from the terminal end. The suture sleeve was in two pieces. The suture sleeve appears cut/torn in two. Cuts are also noted. It is likely the suture sleeve was cut/torn in two due to the suture sleeve (possibly attached too tight). Noted cuts in insulation - likely explant damage. Electrical continuity testing passed - indicating conductors are intact. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.